Manufacturer narrative:
A ge oec service representative investigated the issue and found a damaged high voltage cable and loose connection. The high voltage cable was removed and replaced, and connector re-seated. The system was further tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.

Event description:
The ge oec 9800 fluoroscopy system displayed stator not on error codes.